Manufacturer narrative:
Insulin pump received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker, cracked case, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir was stuck down in the chamber. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.